Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On 10/04/2024, the pediatric patient experienced shaking, dizziness, with a feeling of fainting. The cgm was reading 13.4 mmol/l and the insulin pump provided more insulin than needed. The blood glucose reading was 1.7 mmol/. The patient was treated at school by an adult with 700 ml of lucozade and a small package of sweets and recovered after treatment. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed for inaccuracies that was found on 10/03. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid for the event date 10/04/2024. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.